Event description:
It was reported to boston scientific corporation that a resolution clip was used in the colon for a polyp during a endoscopic mucosal resection (emr) procedure performed on (B)(6) 2024. During the procedure, the clip could not be deployed inside the patient's body. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable. Note: the complainant reported that the device was used in a tortuous anatomy. However, according to the directions for use (dfu), "passage of the resolution 360 clip through a retroflexed or tortuous path, may result in the clip separating from the catheter and potentially kinking or damaging the device."

Manufacturer narrative:
Block e1: the reported health care facility is (B)(6). Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter. Block h11: a resolution clip was received for analysis. Visual inspection of the returned device revealed the clip assembly was detached and with evidence of full deployment. In addition, the device returned without the outer sheath. No other problems were noted. The reported complaint of clip failure to release from catheter was unable to be confirmed since the device was returned as fully deployed and without the outer sheath. Based on the information available and the returned device analysis, the most probable root cause for the reported complaint is no problem detected since the reported complaint cannot be confirmed.

Manufacturer narrative:
Block e1: the reported health care facility is (B)(6) university. Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution clip was used in the colon for a polyp during a endoscopic mucosal resection (emr) procedure performed on (B)(6) 2024. During the procedure, the clip could not be deployed inside the patient's body. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable. Note: the complainant reported that the device was used in a tortuous anatomy. However, according to the directions for use (dfu), "passage of the resolution 360 clip through a retroflexed or tortuous path, may result in the clip separating from the catheter and potentially kinking or damaging the device."